Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned journey ii tka femoral sizing guide indicated body is worn with small nicks and scratches. This device was manufactured in 2013, showing signs of wear/use. A functional evaluation indicated that the paddle feet do not stay in position when the degrees are selected, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there was no confirmation of a change in the original procedure due to a backup, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery, surgeon noticed that the screw was stripped. No delay, no backup.